Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and dissection occurred. The target lesion was located in the proximal diagonal (dx). There was no calcification and no notable vessel tortuosity. The area was pre-dilated with a non-bsc 2.5x15mm balloon at 8atms for 23 seconds and at 8atms for 17 seconds. Next, a taxus express2 atom paclitaxel-eluting coronary stent 2.25x20mm was advanced and deployed in the dx at 12atms for 20 seconds. After deployment, upon attempting to withdraw the stent delivery system, resistance in removing the delivery balloon occurred. The physician pulled hard, disengaged the guide catheter and then was able to remove the delivery balloon. At this point, a dissection was noted in the distal left main (lm). Prior to noting the dissection, the lm had 30% stenosis and no intervention was intended. After the balloon was withdrawn, the lm was 80% occluded with "unroofed plaque" as well as the noted dissection. A taxus 3.0x16mm was used to treat the dissection and then a taxus 2.25x16mm was also deployed in the ostium of the circumflex (cx). Residual stenosis in the lm was approx 50%. The procedure was completed and the pt status was reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed. (B)(4).